Event description:
The customer called and reported receiving compromised force sensor system and failed battery test alarms. Customer's blood glucose was 403 mg/dl. She treated with an injection. The insulin pump was reportedly neither bumped nor dropped, prior to the force sensor system alarm. During troubleshooting, customer stated the drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.